Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of air in line alarms which could not be reproduced. Review of the history log confirmed the occurrence of air in line alarms. The confirmed symptom was found to be caused by low upstream sensor values due to a failed upstream sensor. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message at start up in the medical surgical care area. It was also reported there was no patient injury.